Event description:
Patient at home on vent. Patient's wife called, stating that ventilator was making a loud whistling noise. Rt (respiratory therapist) observed ventilator in question making a very loud vibrating noise. Replaced vent.